Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was located in an anastomosis in a severely tortuous and mildly calcified vessel with 70% stenosis. Additionally, the balloon ruptured during third inflation at 20 atmospheres for 1 minute and the device was simply removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR.: mustang 5.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 4mm distal of the distal markerband and extending approximately 30mm proximally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in an arteriovenous fistula in the radial vessel. A 5.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. It was further reported that the target lesion was located in an anastomosis in a severely tortuous and mildly calcified vessel with 70% stenosis. Additionally, the balloon ruptured during third inflation at 20 atmospheres for 1 minute and the device was simply removed from the patient's body.